Manufacturer narrative:
No button response was noted due to corroded keypad traces. Unable to perform the functional testing, including the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests due to the keypad anomaly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked case near the display window corners.

Event description:
It was reported that the insulin pump user was hospitalized due to high blood glucose and that the insulin pump had an unresponsive act button. The customer's blood glucose was 27 mmol/l and their most recent blood glucose was 19.0 mmol/l. The caller did not observe any significant events leading to the keypad issues. The insulin pump user was wearing the insulin pump at the time of the event. A set change was complete at the hospital and the insulin pump was reportedly working fine thereafter; however, the customer confirmed that the up button did not work. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.